Manufacturer narrative:
(B)(4). The homechoice (hc) evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. The device passed both the electrical and functional returned instrument testing evaluation (rite) tests . Upon power up, the device made a crackling noise from the fuse holder. Further inspection of the fuse holder revealed that the ac fuse contacts showed evidence of arcing. The cause of the issue was determined to be contact fretting damage. The power entry module was scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was electrical issues with the home choice (hc) during use. The home patient (hp) stated the hc was making a crackling sound. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.